Event description:
The er320s were used during a laparoscopic cholecystectomy. The clips were spitting out of the device. A second er320 was opened and the same thing happened. A third er320 was opened to complete the case. There was no consequence to the pt. 10/3/96 it was reported the clips did fall into the abdomen, but were retrieved without difficulty.